Event description:
The iab was inserted in a pt that had suffered a cardiac infarction and was hypotensive. Shortly after insertion of the iab, blood was seen in the helium tubing. The iab was removed and replaced without any pt complications.